Manufacturer narrative:
During troubleshooting with abbott customer support, the customer inspected cuvette 285 which appeared dirty, and the 1 ml syringe had buffer deposit on the left ict suck syringe, so they changed the part. The customer replaced cuvette 285 aero cuv pr dry (list number 09d33-03) and the issue was resolved. Return testing was not completed as returns were not available. A review of service history for architect (B)(4) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of complaints for clinical chemistry instruments revealed no trends associated with the discrepant result issue described in this complaint. A review for similar complaints identified no trends for the aero cuv pr dry (list number 09d33-03). The architect system operations manual provides adequate information, troubleshooting, and component replacement procedures concerning erratic/ discrepant results, including, but not limited to, the troubleshooting performed by the customer replacement of aero cuv pr dry (list number 09d33-03). A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(4), or aero cuv pr dry (list number 09d33-03).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, patient identifier- multiple = (B)(6). There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely decreased sodium (na) results generated on the architect analyzer for two patients. On (B)(6) 2018 sid (B)(6), initial na = 114.2mmol/l / repeat on (B)(6) 2018 = 141.2mmol/l; on (B)(6) 2018 sid1(B)(6) na = 116mmol/l / 141.0mmol/l. There was no reported impact to patient management.